Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter. Customer reported receiving readings of 85mg/dl, "lo" and 27mg/dl within 10 minutes. A "lo" reading indicated a blood sugar reading of less than 20 mg/dl. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). This is an initial report. The customer's product has been requested. A final report will be submitted when investigation results are available.